Event description:
Dexcom g6 sensor applied to arm on (B)(6) 2018. Dexcom g6 sensor fell off. New dexcom g6 sensor inserted. G6 sensor failed during warm up. Inserted a 2nd g6 sensor and that also failed. Overall total of 3 failures on (B)(6) 2018. Called dexcom to report the incidents. No explanation provided why the devices failed during warm up or why the dexcom will not remain stuck on arm for the 10 day period dexcom guarantees. Dexcom was willing to replace the sensors and transmitters but reported that they were unable to replace immediately as they were out of stock. In short, a 30 days supply failed in a little over 5 hours.